Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was not able to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that a service indicator appeared and their device powered off by itself while attempting to take a patient's blood pressure. Medical personnel were able to immediately restore power and no further issues were reported. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.